Event description:
It was reported that the da vinci system indicated the fenestrated bipolar forceps (fbf) instrument was expired; however, the life indicator on the instrument housing remained white. The instrument was also found to have a broken black wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed-up with the customer site and obtained the following additional information: it was confirmed that the procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint. The instrument housing was removed and found the life indicator did not rotate when the instrument expired. Review of the remotefe log confirmed that the instrument had 0 uses remaining. The instrument was found to have thermal damage on the yaw pulley. The instrument passed an electrical continuity test.